Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device cleaning/preprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - were there abnormalities in the accessories used for reprocessing: no - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution? Yes olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope experienced air/water issues. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air and water supply volume did not meet the standard value due to the clogged nozzle, the water removal ability did not meet the standard value due to clogged nozzle, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover adhesive had a chip, a crack, and a white-clouded area, universal cord had a scratch, objective lens had a scratch, plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.